Event description:
No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). The device history record for zimmer skin graft mesher serial number: (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 23 may 2019, it was reported that a meshgraft has a contaminated roller, a damaged handle, a missing ratchet screw, and non-original handle screws installed. A zimmer meshgraft ii serial number: (B)(6) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 23 may 2019 noted that the device was out of calibration and that the handle was damaged with non-original screws installed that did not fit the sideplates. Upon further evaluation, it was found that the roller was contaminated and a screw was missing from the ratchet and the device did not produce a proper test graft. Repair of the meshgraft occurred on 6 june 2019 and involved replacing the roller, the sideplates, the handle, and the missing screw from the ratchet. The screws for the handle to the sideplate were also replaced, however, the other set of screws were not able to be replaced and were to be returned as is. The technician then tested the device and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the reported non-original screws in the handle was due to improper maintenance of the device. The instructions for use for the zimmer meshgraft ii states to not disassemble the device and that the device should be returned to a zimmer authorized repair facility for servicing. While the service technician does also find that the roller was contaminated, the handle was damaged, the screw was missing from the ratchet, it cannot be determined from the information provided as to what caused these issues to occur. As such, the cause of the reported handle, roller, and ratchet screw issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the contaminated transport roller, damaged handle and missing rachet screw were replaced. Not original handle screws were replaced and re-calibrated. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the handle was damaged and had non-original set screws. The device was missing the ce mark and the roller was contaminated. There were also non-original screws securing the side plates. The calibration was out of specifications and did not produce a passing sample graft. Repair of the meshgraft ii was performed by flextronics on (B)(6) 2019 which included replacement of the roller, screws, side plates, and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the handle was damaged and had non-original setscrews. The roller was contaminated and there were also non-original screws securing the side plates. The device was outside calibration specifications and did not produce a passing sample graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the handle was damaged and had non-original set screws. The roller was contaminated and there were also non-original screws securing the side plates. The device was outside calibration specifications and did not produce a passing sample graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was sent in for maintenance and was found to have contaminated transport roller, damaged handle and missing ratchet screw. Investigation resulted "the device was outside calibration specifications and did not produce a passing sample graft. " no patient involvement. No adverse events were reported as a result of this malfunction.